Event description:
Pt's ett slid out of the holder when the pt was turned. Pt had to be re-intubated. This was a very difficult intubation due to c-spine fractures. Other issues with this ett holder: manufacturer has recently changed the product from soft cushion material to hard plastic. This has caused skin breakdown on the cheeks of at least one pt.